Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed residual fluid inside the device bladder. The reported condition could not be refuted. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. The reporter stated that after the expected therapy time of 48 hours, there was 15-20ml of residual fluid left in the device. The device had been filled with doxorubicin 57mg / etoposide 284mg / vincristine 1.58mg in sodium chloride 0.9% and connected to the patient with a needle (non-baxter) and connector (non-baxter). There was no report of patient injury or medical intervention associated with this event. No additional information is available.